Manufacturer narrative:
On 15-nov-2019, mentor become aware of omitted information in the initial report per review of the file. Hcp reported a tear of about 1 cm length in the area of the reinforcing plate. The device was replaced with 450cc ce low height te, catalog # 3548123, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast reconstruction with a 450cc ce low height te tissue expander and experienced postoperative right-sided deflation. The doctor noted a tear on the device. As a result, the patient underwent explantation on (B)(6) 2019. The lot number provided did not correspond to the correct finished product, therefore, a manufacturing record evaluation cannot be performed. If additional information become available, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, device manufacture date was updated to (B)(6) 2019. Device evaluation summary: according to the information received, the customer experienced a deflation on a tissue expander. During visual inspection of the device, a tear between patch and shell was observed on anterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of tissue expander include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received corrected lot number 7686371 for the suspect medical device and additional patient information. On (B)(6) 2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).